Event description:
In late (B)(6) 2011. I was fitted with a s/p inflatable prosthesis at the (B)(6) by dr. (B)(6), on follow up visit, I complained of the pain in my groin and testicle area. He had no solution for me. I am attaching this office visit with this form, because it can better explain what I am trying to say. In (B)(6) 2011, I did a follow up visit with dr. (B)(6) and complained about the pain in my testicles or scrotum area. He had no answer for me. I have been in pain since the surgery. On 2011 till present day 2016, I believe that dr. (B)(6) used me as a test patient for this device without my knowing it. He didn't show me the device until he thought that it wasn't time for me to use it when he tried to pump it up: I was too tender and it never worked. I will send a picture/photo of the medical device.